Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was 365 mg/dl. Subsequently, the pump shut off and remained unresponsive. During follow-up, the customer reported that the pump had turned on. Reportedly, the customer obtained alternate therapy from the healthcare provider.